Event description:
It was reported that the plate was broken during surgery. The plate was implanted and broke after the implantation and hence it was explanted. Another plate was available and was used to complete the surgery.

Manufacturer narrative:
Investigation in progress but not yet complete.